Event description:
It was reported that during a laparoscopic hernia repair procedure, the blade on the device broke off. The blade of the device was found on the mayo stand and did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.